Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace battery now. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. The second occurrence of replace battery now without a low battery warning. It was also reported that they a crack on the battery side. The customer was advised that the pump needs to be replaced. The customer was advised the pump will need to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No unexpected power loss alarm, replace battery alert, replace battery now alarm noted in the pump trace download. Device had minor scratched display window, cracked case at battery tube side, cracked case at the corner of the belt clip rail, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, a cracked retainer and a scratched case.